Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) kept alarming. As a mitigation, an external blender was used. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) kept alarming. As a mitigation, an external blender was used. There was no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint could not be confirmed. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported issue. The srt powered up the electronic patient gas system (epgs) and ran the oxygen (o2) analyzer calibration. The o2 analyzer calibrated successfully. The epgs passed all testing and was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed the epgs to pass all verification and release testing. He did not observe any gas flow inaccuracy issues or false alarms. The unit operated to the manufacturer's specifications.